Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received that the customer was not hospitalized.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir has air bubbles in it. The customer's blood glucose reading was 86 mg/dl at the time of incident. Troubleshooting found that the customer was in the hospital. The customer was advised that the reservoir would be replaced and to return the product for analysis.